Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn between 1 and 4 hours on the arm. It was noted that there was an adhesive issue and the cannula was possibly not inserted correctly into the infusion site. Hyperglycemia treated with a new pod. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.